Event description:
Customer was contacted through an outreach program to discuss a low blood glucose event. She stated she had severe low blood glucose one time. Her insulin pump will alert that she is low, but by then she is too low to do anything about it. She stated that she drops very fast. Customer stated she was below 17 mg/dl and was having a seizure. Customer's mother called 911 and she was treated by paramedics with glucose. Her blood glucose rose within twenty minutes. Customer stated she is on a lot of medication because she had kidney transplant. Her blood glucose fluctuates wildly, but her highs are not bad. She treats when she is low. Customer stated she was grateful for the continuous glucose monitoring system as it has helped her control her blood glucose. She believes her insulin pump is working properly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.